Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During catheter ablation procedure, a crbs polarsheath steerable sheath was selected for use. When inserting the balloon into the sheath, a syringe was attached to the flush port of the sheath, and when suction was performed, a considerable amount of bubbles were sucked. The device has been replaced and the procedure was completed successfully with no patient complications. The device is expected to be returned for analysis.

Event description:
During catheter ablation procedure, a crbs polarsheath steerable sheath was selected for use. When inserting the balloon into the sheath, a syringe was attached to the flush port of the sheath, and when suction was performed, a considerable amount of bubbles were sucked. The device has been replaced and the procedure was completed successfully with no patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device was returned to boston scientific for analysis. The polarsheath was visually inspected for any damage that would have led to the visible air/bubbles allegation seen in the field. There was no visible blood seen or any damage or defects that would have led to the field error. The polarsheath was functionally tested in attempt to recreate the visible air/bubbles allegation seen in the field. The functional tests include an aspiration, hemostasis, and positive air pressure test. These tests evaluate the performance of the hemostatic valve, some of which are under conditions more rigorous than a clinical setting. The sheath passed all standard manufacturing testing. The sheath was able to hold pressure while pressurized at 5.5 psi in hemostasis testing. Both slits in the valve are centered but there is a slight valve tear at the point of puncture which could have led to the visible air seen in the field. There were no manufacturing or design related defects that would have led to the observed tear in the valve.